Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (294 mg/dl) and a corrective bolus and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. Tandem technical support advised the customer to change out the infusion set site and to discuss the high bg event with a healthcare provider. The customer acknowledged the information.